Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid left anterior descending artery. Pre-dilatation was performed with a 1.5 x 8 mm unknown balloon catheter and a 2.75 x 38 mm xience prime stent was implanted when a proximal edge dissection was observed. Another xience prime stent delivery system was used to treat the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.